Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 02258, 0001822565 - 2018 - 02259. Additional concomitant medical products: unknown part/lot, femoral spacer, acetabular spacer, bone cement. Reported event was confirmed with review of medical records received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that they attempted aspiration to evaluate for potential infection, medical intervention to remove antibiotic spacer and place permanent components. Additionally, a 5 inch leg length discrepancy reduced to 5/8 inch. Attempts have been made and no further information has been made available at this time.